Event description:
Consumer called to report questioning the results of her logic meter. Readings are not consistent. Analysis run on clark error grid using mean avg. Reading (297) as reference point vs. Bd readings (470, 124) yielded data points in the c/d zone of the grid, outside acceptable limits.

Manufacturer narrative:
Awaiting product return to conduct quality investigation.